Event description:
Reportable based on device analysis completed on 05-march-2015. It was reported that crossing difficulties were encountered. The target lesion was located in the moderately calcified, tortuous and 2.5mm in diameter proximal to mid left circumflex artery. A 28x3.00mm synergy¿ stent was advanced but was not able to cross the lesion. The procedure was completed using a non bsc stent. However, returned device analysis revealed stent movement on balloon and stent damage.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is combination product. (B)(4). The stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found the entire crimped stent was distorted, damaged and bunched towards the distal portion of the balloon. The crimped stent showed signs of distal movement also. This type of damage is consistent with the stent encountering severe resistance while attempting to withdraw the delivery system. The bumper tip of the device showed no signs of damage. The balloon cone profiles were reviewed and visual examination noted that the balloon may have been previously inflated & subsequently deflated. A visual and tactile examination found multiple kinks along the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination found no issues with the shaft polymer extrusion profile. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).